Manufacturer narrative:
Investigation evaluation: a product evaluation was performed only by the pictures provided in response to this report because the product said to be involved was not provided to cook for evaluation. The lot number in the picture provided matches the report. An evaluation of the photo provided by the user was performed. The picture shows the device inside a clear plastic bag, and the balloon is not visible. The inner purple catheter is visible within the bag and there appears to be tape around a section of the device. Based on the photo provided, we were unable to determine the exact location of the leakage and hence could not confirm the report. Without return of the complaint device, a complete evaluation cannot be performed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the photo provided could not confirm the report. We could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. In the report it states that the balloon was used in the trachea. This is outside of the stated intended use and the most likely cause of the reported observation. The intended use in the IFU states, "this device is used to dilate strictures of the gastrointestinal tract, including strictures of the esophagus, pylorus, duodenum, and colon." The instructions for use also state: "do not use this device for any purpose other than stated intended use." In the report it does not state if the user applied negative pressure and lubrication to the balloon prior to advancement through the endoscope accessory channel. A possible contributing factor to a leakage is failure to apply negative pressure and lubrication to the balloon prior to advancement. The instructions for use advise the user: "to facilitate passage through the endoscope, apply negative pressure to the catheter." The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. The instructions for use also advise the user: "maintain balloon deflation with negative pressure and introduce into the accessory channel of the endoscope, advancing in short increments until the dilator is completely visualized endoscopically." The instructions for use also advises the user: "apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel." This activity will aid in endoscopic advancement and balloon preservation. Prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments: based on the information provided that the balloon was used in the trachea, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During a dilation of tracheal stenosis, the physician used a cook hercules 3 stage wire guided balloon esophageal-pyloric-colonic. It was reported [that] a leak from the hydrostatic balloon was observed. It is necessary to change it during the procedure. At the time of this report, our attempts to collect additional information regarding patient outcome have been unsuccessful. While the complainant did not specify if the patient experienced any adverse effects or required additional medical procedures due to this event, the information able to be collected does not reasonably suggest the patient was adversely impacted. Additional attempts to gather this information will be made.

Manufacturer narrative:
Investigation evaluation: a product evaluation was performed only by the pictures provided in response to this report because the product said to be involved was not provided to cook for evaluation. The lot number in the picture provided matches the report. An evaluation of the photo provided by the user was performed. The picture shows the device inside a clear plastic bag, and the balloon is not visible. The inner purple catheter is visible within the bag and there appears to be tape around a section of the device. Based on the photo provided, we were unable to determine the exact location of the leakage and hence could not confirm the report. Without return of the complaint device, a complete evaluation cannot be performed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the photo provided could not confirm the report. We could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. In the report it states that the balloon was used in the trachea. This is outside of the stated intended use and the most likely cause of the reported observation. The intended use in the IFU states, "this device is used to dilate strictures of the gastrointestinal tract, including strictures of the esophagus, pylorus, duodenum, and colon." The instructions for use also state: "do not use this device for any purpose other than stated intended use." In the report it also states that negative pressure and lubrication were not applied to the balloon prior to advancing down the endoscope accessory channel. Negative pressure and applying lubrication will aid in balloon preservation and optimize balloon performance. The instructions for use direct the user "to facilitate passage through the endoscope, apply negative pressure to the device." In addition, the user is further instructed to "apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel" and to "maintain balloon deflation with negative pressure and introduce into endoscope accessory channel, advancing in short increments until balloon is completely visualized endoscopically." The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends. Additional comments: based on the information provided that the balloon was used in the trachea and that negative pressure and lubrication were not applied to the balloon prior to advancing down the endoscope accessory channel, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During a dilation of tracheal stenosis, the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. It was reported [that] a leak from the hydrostatic balloon was observed. It is necessary to change it during the procedure. No unintended section of this device remained inside the patient¿s body. The patient was not hospitalized and did not undergo prolonged hospitalization due to this occurrence. The patient did not experience a delay or require any additional procedure due to this occurrence. The complainant did not report any adverse effects on the patient due to this occurrence.